Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the dimensional verification, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. Based on an examination of the returned device cook believes that the device rpn is cxc3.4-2.2-18-150-p-ns-0. The area under the strain gauge was torqued starting from the hub and was 9.3cm in length. Another torqued portion, 4cm long, was noted to be 37.3cm from the winged hub. Biomatter was present in the distal portion of the catheter. A kink was noted 10.7cm from the distal tip. The wire could not be removed from the catheter and the strain relief was separated from the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. However, the lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device stating the appropriate: warnings, precautions, indications, and contraindications. Based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device but instead to the patient¿s condition. Reportedly, the patient had calcified anatomy and the physician experienced resistance upon removing. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: unavailable as the device lot number, rpn, and gpn are unknown. Lot number: not provided. Occupation: other healthcare professional. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a patient (demographics and medical history not provided) was undergoing an unknown procedure using a cook "0.018 cross catheter". Upon removal of a v18 wire guide from the cross catheter, the catheter's hub connection seemed to separate and the portion of the catheter near the hub stretched and elongated. At this point, both wire and catheter access were abandoned but the long seven french sheath was still in place. The procedure was completed using different equipment and wires entirely and had a successful outcome for the patient without using that catheter and wire combination. Reportedly, there was mild calcification in the common femoral access site but the device was not yet in the lesion at the time of this event. Mild resistance was experienced upon insertion of the catheter over the wire and firm resistance was felt when attempting to remove the catheter. A power injector was not used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.